Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 144 mg/dl. Approximate size of air bubbles is an 8th of an inch in the reservoir. Air bubbles were not removed successfully. The reservoir will not be returned for analysis.